Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿suspected rupture¿ and ¿holes were found in the tissue expander¿. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported ¿suspected rupture¿ and ¿holes were found in the tissue expander¿. Healthcare professional also reported that the device was implanted for a year and filled to 740 cc. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: ER the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ improper or incorrect procedure or method: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (missing on suture tab) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.